Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and low suspend alarm. The customer's blood glucose value was 148 mg/dl. The customer stated that the act button is hard to press. The customer stated that the pump went into threshold suspend with blood glucose of 46 mg/dl. The customer stated that no alarms were generated while the pump was in suspend mode. The product was returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The test mini link transmitter communicated properly to the pump. The low suspend alarm functioned properly. No low suspend alarm anomaly was noted. All buttons functioned properly. No damage in the keypad assembly was noted. Inspected the lcd connector and no unlocked connector was noted. The pump had minor scratches on the display window.